Event description:
Customer reported experiencing a past low blood glucose event, with the specific lowest value unknown but indicated as "low." Cause was not known. Customer had consumed carbohydrates as a treatment action. Control-iq feature was active in the pump. Technical support recommended that the customer consult with a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged and understood this advice.